Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision shoulder arthroscopy surgery was performed on the (B)(6) 2021, after the patient had residual symptoms and it was determined by magnetic resonance imaging that the anchor has loosened. During the revision surgery it was found that the anchor broke into three pieces. All pieces of the device were removed from the patient and no new device was implanted. The initial surgery took place on the (B)(6) 2021. The revision surgery was finished successfully. No further information received. Update 08-dec-2021: it was confirmed that a new anchor is not necessary and the surgeon only rinsed the joint.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324pslc eyelet and anchor components were received for investigation. Visual inspection identified that the peek anchor had fragmented into two pieces. Assessment with digital caliper ID: 011 revealed that the larger of the two fragments was approximately 8.41mm long, while the smaller of the two measured in at 5.86mm. Breakage was present at the proximal end of the returned peek eyelet, additionally. The method of bone preparation employed during the procedure, as well as the bone quality encountered, were not provided. A probable cause is attributed to insufficient fixation.